Event description:
A male with a short proximal aortic neck underwent aaa repair in early 2009. On the final arteriogram, the right renal artery was partially covered and flow restricted. Another manufacturer's stent was placed with a good result. The left renal artery was also partially covered with fabric from the zenith graft, however, there was not enough length in the main renal artery due to an early renal artery bifurcation. Flow did not appear to be restricted. Pt is doing well at this time.

Manufacturer narrative:
Event eval: still under investigation.